Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an anterior / posterior l4-5 fusion, surgeon placed a 10mm cougar trial into the disc space and removed the trial handle to confirm proper placement with the c-arm. After imaging, surgeon could not re-attach the handle to the trial. After several attempts, another surgeon had to adjust his retractor to provide better visualization. The iliac vein tore and bled. Several clips were applied and bleeding was stopped. Surgeon removed the trial with a currette and placed the implant. Cancelled posterior portion of case.

Manufacturer narrative:
Initially filed as a reportable malfunction. Visual examination of the returned device found the threads at the tip were damaged and not torn. This is a non-reportable malfunction. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the inserter tip damage cannot be determined from the samples and information provided. A potential root cause may be cross threading during insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.